Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Entry error as to reason why reported. This event was reported in an abundance of caution because a portion of the "proximal" fillet is missing. The initial report stated a portion of the distal fillet was missing. There is no other change to the information reported or the conclusions provided in the initial report.

Event description:
This supplemental report is being submitted to correct an entry error as to why the initial report was submitted.

Manufacturer narrative:
(B)(4). Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. Other relevant info: no information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the catheter was used for evt. During crossing the lesion inside the body the image disappeared during a peripheral procedure. There was no patient injury. Attempts to get additional information regarding the procedure were unsuccessful. Visual and microscopic inspection were performed on the returned device pre-decontamination. The distal fillet was intact but a portion of the adhesive at the distal fillet was stretched and was not smooth as a result. Sanguineous residue was observed underneath the adhesive of the distal fillet. The adhesive of the proximal fillet was missing. The proximal edge of the scanner body was observed to be intact but lifted. Sanguineous residue was observed at the proximal end of the scanner body. Damage was observed at both the distal fillet and proximal fillet. The probable cause of the observed damage is the device being damaged during use, as evidenced by the stretched adhesive at the distal fillet and the sanguineous residue present underneath the adhesive. However, it was not possible to determine when and how the damage occurred. The instructions for use (IFU) warn that use of the catheter should be restricted to specialists who are familiar with, and have been trained to perform, the procedures for which this device is intended. The IFU cautions the catheter device is a delicate scientific instrument and should be treated as such. · prior to use, carefully inspect the scanner and catheter body for bends, kinks or other damage. Do not use a damaged or suspected damaged catheter. · protect the catheter tip from impact and excessive force. · do not cut, crease, knot, or otherwise damage the catheter. · protect the electrical connections from exposure to fluid. · do not handle the transducer. · the outside diameter along the entire length of the guide wire should not exceed the maximum specified. · during use, ensure that the placement of the catheter does not preclude blood flow through the vessel. · clean guide wire and flush catheter thoroughly with heparinized saline before and after each insertion. · when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. · do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. · the catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. · during the procedure, provide appropriate anticoagulation to the patient as needed. · when advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. · use caution when re-advancing a catheter over a guide wire and into a stented vessel. Forceful advancement of the ivus catheter could cause entanglement between the catheter and the stent(s) resulting in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. · use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. · if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as a portion of adhesive at the distal fillet is missing.